Event description:
Customer reported no gas readings from the gas module which may have resulted in a loss of gas monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service reps replaced the small diameter tubing between the o2 filter and the o2 sensor. Tested, calibrated, and safety checked unit to factory specs.